Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the IV fluids have been seen leaking and blood back flow mechanism has not proven to be effective. The clicking mechanism also does not engage when you hear the audible click the IV will still move freely causing the potential for injury. The event occurred while in use with the patient. Laboratory or diagnostic testing was required, and the employee was seen by occupational health. The outcome of the event is unknown.